Manufacturer narrative:
Additional information: d10, h3 plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed on the cycler with no physical damage noted. Although there was evidence of dried fluid present within the cassette compartment, there were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. There were no visual indications of particulates within the cassette area. An accelerated stress test (ast) was performed on the cycler and passed. There were no fluid leaks in the test cassette during the ast. A grinding noise was being generated by pump motor a during the test. The cycler underwent and passed a system air leak test, a balloon valve actuation test, a patient sensor calibration check, and a mushroom head check. An internal visual inspection identified evidence of dried fluid beneath the mushroom heads of pump a and b and within the recess of the bottom cover adjacent to the pump. The internal inspection also identified fluid in the hp3 filter. The cause of the dried fluid and fluid could not be determined. Fluid in the hp3 filter is related to the m31 air detected in cassette warning. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient¿s contact reported to fresenius technical support (ts) that a fluid leak was discovered during the patient¿s pd treatment. In addition to the fluid leak, the contact stated there was an m31 air detected in cassette alarm which occurred during drain 4 of 5. The fluid was found inside the cassette compartment of the patient¿s liberty select cycler. The patient was advised to discontinue the use of their cycler and to follow up with their peritoneal dialysis nurse (pdrn). A new cycler was issued to the patient. Upon follow up, the patient contact stated the patient was trained on performing stat drains, as well as manual pd therapy if needed. The patient was able to complete pd therapy using continuous ambulatory peritoneal dialysis (capd) in the absence of the cycler. The patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient contact confirmed the replacement cycler was received. The old cycler was returned to the manufacturer for physical evaluation. However, the cycler set was discarded and not available to be returned to the manufacturer.